Event description:
It was reported that during the device change out, the physician detected an insulation abrasion at the superior vena cava coil of the right ventricular lead. The lead was reconnected to the device and high impedance was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the defibrillation conductor was distorted, the defibrillation conductor fractured due to overstress, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.